Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received motion sensor test failure alarm. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump alarmed motion sensor test failure during rewind due to an out of phase motor encoder signal. Unable to perform the displacement test due to the motor anomaly. No minor scratches on lcd window noted.